Event description:
A report was received that the patient was experiencing pain at the battery site and along the lead to the midline incision. The pain was described as sharp, stabbing, burning sensation. The pain was not present when the device was turned off. The physician explanted the ipg and re-implanted the patient with a new ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at the battery site and along the lead to the midline incision. The pain was described as sharp, stabbing, burning sensation. The pain was not present when the device was turned off. The physician explanted the ipg and re-implanted the patient with a new ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The returned ipg passed all visual, photographic imaging, performance, and electrical tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest settings and no discrepancies were identified. The device exhibited normal device characteristics.